Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that cutter (vitrectomy probe) could not cut during set up for surgery. The surgery was completed on the same day by replacing with same product. There was no patient contact with suspect product.